Event description:
It was reported, the subject device displayed a bad image quality. The issue occurred during preparation for use and the unspecified therapeutic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device displayed a bad image quality. The issue occurred during preparation for use and the unspecified therapeutic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed due to damaged connector pins on the cable unit. In addition, the following reportable malfunction was identified during the device evaluation: failed water leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor the field performance of this device.